Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 lead implanted: (B)(6) 2016. Setroxs53 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The physician was unable to revise the lead due to patient anatomy. The lead was explanted and a previous atrial lead was reactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.